Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this 29mm bioprosthetic aortic heart valve implanted in the tricuspid position was disabled via a valve-in-valve procedure after an implant duration of 18 years due to stenosis. A 29mm transcatheter valve was implanted with no complications. Patient was reported to be well and was discharged on pod # 1.